Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I toxo igg results for a 35-year-old female patient. The following data was provided: sid (B)(6). (B)(6) 2026 alinity I toxo igg result 5.1 iu/ml (on (B)(6), repeated 0.1 iu/ml on primary tube from (B)(6) 2026 and new tube from (B)(6) 2026 (on (B)(6). Discordant with previous negative result. Reference range: >3.0 iu/ml is positive. No impact to patient management was reported.